Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy low anterior resection procedure, during rectal resection, reloads was loaded unto powered stapler, then resection of the rectum was attempted. At the stage wherein the rectum was clamped, an information was shown that it was between zone 2 to 3. It was tilted to its maximum articulation, and even when resection was attempted in slow mode, a squeaking sound could be heard, but it was in a state wherein firing was unable to be performed at all and was not resolved. After a few seconds, the articulating part was visually checked to have been damaged along with a cracking sound. The tissue was able to be released but the articulation did not return and could not also release the cartridge, so the entire adapter was detached from the handle. There was an information that the rectum was quite stiff after chemoradiation due to advanced cancer. Issue was not resolved, gave up on double-stapling technique (dst) anastomosis, and stoma was expanded due to the patient's medical condition and/or tissue quality; covering stoma was planned to be created due to the medical history and it was the case of after chemoradiation.

Manufacturer narrative:
D10 concomitant product: sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# unknown sigadaptshort - sig power sigadaptshort lin short adapty, serial# (B)(6) sigpshell - sig power sigpshell control shell, serial# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy low anterior resection procedure, during rectal resection, reloads was loaded unto powered stapler, then resection of the rectum was attempted. At the stage wherein the rectum was clamped, an information was shown that it was between zone 2 to 3. It was tilted to its maximum articulation, and even when resection was attempted in slow mode, a squeaking sound could be heard, but it was in a state wherein firing was unable to be performed at all and was not resolved. After a few seconds, the articulating part was visually checked to have been damaged along with a cracking sound. The tissue was able to be released but the articulation did not return and could not also release the cartridge, so the entire adapter was detached from the handle. There was an information that the rectum was quite stiff after chemoradiation due to advanced cancer. Issue was not resolved, gave up on double-stapling technique (dst) anastomosis, and stoma was expanded; covering stoma was planned to be created due to the medical history and it was the case of after chemoradiation.